Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm error. Customer stated that insulin flow block alarm was recurred after troubleshooting. Customer stated that the infusion set, reservoir and insulin was changed every 2 to 3 days as per guidelines. Customer stated they was tried all recommended troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.